Manufacturer narrative:
(B)(4). Evaluation summary: investigation of the returned device found that the suture was not returned for analysis. The return of the suture may have aided in determining a definitive cause for the reported experience. The device was returned deployed with blood present in the device. The analysis of the body of the device, lever, foot, guides, and sheath found no damage that would contribute to the reported suture pulling out of the artery experience. The returned components were normal for a deployed device. A review of the receiving and inspection records for the suture material used for this lot found the suture passed inspection and were within specifications. A proxy plunger was inserted to test the needle trajectory and the result was acceptable, indicating it was not a contributing factor in the event. Based on the reported information, the delivery system had deployed the sutures at the intended site. However, during knot advancement the suture pulled from the artery. The suture pulling out during knot advancement can be influenced by, but is no limited to, manufacturing, the suture is nicked by the rotation suture trimmer, jerky motion to apply tension instead of pulling coaxial to the suture trimmer, use of the (white) non rail end of the suture to advance the knot causing it to lock prematurely above the arteriotomy resulting in excessive tension against the arteriotomy, or incomplete or partial capture of the ateriotomy during needle deployment. To prevent this kind of experience, use a slow, constant, and increasing tension, keep the suture limbs coaxial at all times and follow the device placement as outline in the instructions for use. The suture was not returned and the evaluation did not find any known device problem with the returned components. The needle trajectory of each device is inspected twice during manufacturing. No manufacturing or quality issues were detected. Based on the analysis of the returned components, the reported information, and the inspection criteria, the cause for the reported suture pulling out of the arteriotomy could not be determined, but appears to be related to the operational context during use of the product and not a product quality deficiency. A review of the finished device lot history records did not reveal any nonconforming material records associated with this lot. In addition, a query of the complaint-handling database was performed and there have been no previous incidents reported for this type of event. To assure that all products perform according to specifications they are subject to inspection during manufacturing. In addition, a quality control audit inspection is performed to verify product quality.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that a technician, trained in the use of the perclose proglide attempted arteriotomy closure of the common femoral artery after a diagnostic procedure. Reportedly, as the knot was being advanced, the sutures were pulled from the artery. Manual compression was used to achieve hemostasis. There was no adverse patient sequela. Though requested, no additional information was provided.